Event description:
The customer reported that the insulin pump was alarming and squirting out insulin during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump also had a missing end cap sticker.